Manufacturer narrative:
Clarification d.9: device photos received for analysis. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Patient family member reported ¿no complaint against the device¿. Healthcare professional later reported "pain in the breast area, visual deformation of the breast (ripping, rupture). Capsular contracture grade IV" diagnosed via MRI and ultrasound. Device has been explanted. This relates to the left side.

Event description:
Patient family member reported ¿no complaint against the device¿. Healthcare professional later reported "pain in the breast area, visual deformation of the breast (ripping, rupture). Capsular contracture grade IV" diagnosed via MRI and ultrasound. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.